Manufacturer narrative:
(B)(4). After further review and per additional information provided, it was determined that this complaint is not associated with (B)(4), correction and removal (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies. A correction through a follow-up correction and removal (B)(4) 2010 was issued to include installing a new software (v4). The new v4 software released with (B)(4) 2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
The cell-dyn sapphire aspiration bottom sensor was replaced per (B)(4) 2010 as a preventive action. The customer did not report impact to patient results, patient management or user safety.